Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: the pipeline flex was returned for evaluation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pipeline flex braid was returned detached from the pushwire; the distal and proximal ends of the braid were unable to be identified. One end of the pipeline flex braid was found fully open with severe fraying while the other end was found fully open with moderate fraying. Based on the analysis findings and the event description, the report of pipeline flex failure to open at the distal end could not be confirmed. It is possible that the moderate vessel tortuosity and damaged braid may have contributed to the failure to open issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has been returned and evaluation is in progress. A follow-up MDR will be submitted when evaluation is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of pipeline flex failure to open during a procedure. The patient was undergoing treatment for an unruptured, amorphous aneurysm in the left internal carotid artery. The aneurysm measured 14mm. Vessel tortuousity was medium. It is not known whether the devices were prepared as indicated in the IFU. It was reported that during the procedure, a pipeline flex was attempted and did not open on the distal end. The pipeline flex was not implanted in the patient. Ultimately, a new pipeline flex was attempted without issue. There were no reports of patient injury in connection with this event.